Manufacturer narrative:
Continuation of d heparin drips. (B)(4).

Event description:
It was reported by the clinical support specialist (css) that the registered nurse (rn) called to report drain failure alarms on the intra-aortic balloon pump (iabp). Otherwise, the iabp has been supporting the patient. The condensation trap was emptied. The rn reported more condensation in the tubing. It was noted that condensation was brown-ish in color in the tubing. The rn texted the css a picture and it was obvious blood in the driveline. The css explained that the iabp should be halted, the tubing clamped and the iab removed for probable abrasion/rupture. The md was at the patient's bedside and discussed that most likely, the iab would not be removed. The css explained that the iab could become entrapped. As a result, the iab was removed without difficulty and a second iab placed via the same access site. The patient has significant peripheral vascular disease. It was reported that the patient had no pulses but was able to wiggle toes. There was no report of patient complications, serious injury.

Event description:
It was reported by the clinical support specialist (css) that the registered nurse (rn) called to report drain failure alarms on the intra-aortic balloon pump (iabp). Otherwise, the iabp has been supporting the patient. The condensation trap was emptied. The rn reported more condensation in the tubing. It was noted that condensation was brown-ish in color in the tubing. The rn texted the css a picture and it was obvious blood in the driveline. The css explained that the iabp should be halted, the tubing clamped and the iab removed for probable abrasion/rupture. The md was at the patient's bedside and discussed that most likely, the iab would not be removed. The css explained that the iab could become entrapped. As a result, the iab was removed without difficulty and a second iab placed via the same access site. The patient has significant peripheral vascular disease. It was reported that the patient had no pulses but was able to wiggle toes. There was no report of patient complications, serious injury.

Manufacturer narrative:
Continuation of d11: d heparin drips. (B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.